Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date provided by the patient prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.